Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported pacing anomaly and noise were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The device sensed normally and no noise was observed on real-time electrograms. The cause of the reported pacing anomaly and noise was not determined.

Event description:
It was reported that during implant the device exhibited no output when connected to the ventricular lead. The device was not implanted. There were no complications and the patient will be followed normally.

Event description:
Additional information provided indicated that device exhibited noise and oversensing on the ventricular channel.